Event description:
A male who received op-1 implant in 2007 in conjunction with a locking plate and an iliac crest bone graft for a proximal humeral malunion presented one week later with significant puss at the surgical site. The puss shot out when drained. It was noted pre-op that the pt had some skin complications. It was also later discovered that the pt had mrsa. Despite the current nonserious nature of this case, it was decided to submit it in an expedited manner. Additional info will be requested.